Event description:
Info received indicates the head section will not lower.

Manufacturer narrative:
The tech found the sliding panel rollers were worn and had flat spots on them. He replaced the sliding panel rollers to repair the bed.